Event description:
It was reported that during an implant procedure, the physician initially positioned a passive fixation right ventricular (rv) lead in the right ventricular (rv) apex. Electrical measurements were obtained, and the rv lead was secured. It was observed that the rv lead had dislodged from its original position. The physician attempted to reposition the rv lead; however, despite successful repositioning, the rv lead was not stable and subsequently moved again. Multiple attempts were made to achieve a stable position, but no stable placement could be obtained. Due to the inability to achieve stable fixation with the passive fixation rv lead, the physician elected to use a new active fixation rv lead to complete the procedure. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and unable to implant. As received, a complete lead was returned in one piece. Visual examination found the four tines intact. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not find any anomalies. The tines were intact.